Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained on 02-oct-2025 that reported a prospective study from switzerland. The purpose of the study was to compare the long-term outcomes of small-head (28 mm) metal-on-metal (mom) total hip arthroplasty (tha) to ceramic-on-polyethylene (cop) tha using the same cup. The study reviewed 3,257 primary thas in 2,738 patients, 864 mom and 2,393 cop thas. All thas received a morscher press-fit, uncemented, and monoblock acetabular cup (zimmer, winterthur, switzerland) with either a metal-on-metal metasul bearing or ceramic-on-polyethylene bearing (sulox). The cemented stems included the müller straight stem and the virtec stem, both manufactured from protasul-10 alloy (conicrmo) (both zimmer). The uncemented stems were the spotorno cls, protasul-100 titanium alloy or the wagner conus, protasul-64 titanium alloy (both zimmer). For cemented stems, gentamicin-loaded bone cement was used. The mom population had a mean age of 63.2 years at time of surgery with 382 females, 482 males. The cop population had a mean age of 72.0 years at the time of surgery with 1,411 females and 982 males. Mean follow up time was 13.5 (maximum 24.1) years in the mom group and 12.7 (maximum 26.8) years in the cop group. It was reported that 36 metal-on-metal hips were revised due to aseptic loosening of any component. Of which, 24 reported loosening of the stem and cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) a2: range of age: mean age of 63.2 years. D6: device implanted between (B)(6) 1998 and (B)(6) 2011. E1 (address - line 2) full text: division of orthopaedics and trauma surgery. G2: report source journal article: gonzalez, a. I., barea, c., zingg, m., garavaglia, g., peter, r., hoffmeyer, p., hannouche, d., & lübbeke, a. (2025). Long-term outcomes of small head metal-on-metal compared to ceramic-on-polyethylene primary total hip arthroplasty: a registry-based cohort study. International orthopaedics. Https://doi.org/10.1007/s00264-025-06437-z. Country report source: switzerland. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional information.

Manufacturer narrative:
Follow up report. Updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. - no product was returned or pictures provided visual and dimensional evaluations could not be performed. - a review of the device manufacturing records could not be performed due to missing lot number. - due to insufficient product information, the compatibility of the involved products could not be verified. - a review of the complaint history could not be performed due to missing reference and lot numbers. - medical records were not provided. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.